Event description:
It was reported that during an interventional stenting procedure in a mildly calcified, 99% stenosed, right internal carotid artery, the recovery catheter of the emboshield nav6 had difficulty withdrawing through the stent after the filter was captured. Due to the rigidity of the catheter, the tip of the device was catching on the stent edge. The device was repositioned, with the aid of a balloon, and then successfully removed from the patient. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.